Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead within atrial blanking periods. It was indicated that it did not appear to influence device behavior. The lead remains in use. No patient complications have been reported as a result of this event.